Manufacturer narrative:
(B)(4). The customer returned one hemodialysis connector assembly for investigation. Visual inspection of the assembly revealed signs of use and the both extension lines had indentations due to the catheter clamps. This is considered normal wear when continually clamping in the same location. No other defect or anomalies were identified. The outer diameter of the arterial line measured 0.189mm which is within specification of .185-.191mm per product drawing. The outer diameter of the venous line measured .187mm which is within specification of 185-.191mm per product drawing. The connector assembly was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The distal end of the assembly was occluded during testing to restrict flow. No leaks or air bubbles were observed in any area of the assembly. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user "do not clamp tubing repeatedly in the same place. Doing so will weaken the tubing." The reported complaint of extension line deteriorating could not be confirmed by the complaint investigation. Though indentations were observed in the extension lines, they did not impact the ability of the catheter to function properly as no leaks were found during the testing. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. No problem was found with the returned sample. Teleflex will continue to monitor and trend for results of this complaint issue.

Event description:
It was reported that "the extension deteriorates in extremely low time. The plant has been performed in january 2019."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the extension deteriorates in extremely low time. The plant has been performed in (B)(6) 2019."